Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit, hyperglycemia, and dehydration. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose reached 464 mg/dl while wearing the pod between 36 and 48 hours on her leg. Patient was taken to the emergency room (ER). A diagnosis of dehydration was made and pod was removed. Patient was treated with a manual injection of lentis insulin. Before leaving the ER, hcp ordered the patient to be administered 1.5u novalog insulin injections every 2 hours until ketones disappear. It should be noted that ketones resided after 2 days. The pod is no longer available, thus, will not be returned for evaluation. (B)(6) put the new pod on and bg levels were ok. Document bg history: bg level (B)(6) 3:14 pm 4:53 was bg level 464; 6:08 pm bg level 439; 7:20 pm bg level 414; 8:14 pm bg level 428; 9:34 bg level 371; 10:23 pm level 370. The patient's mother treated her high bg by: giving the correct bolus, 1unit of insulin to 1:25 pm on (B)(6). (B)(6) 5:08 pm .5 units of insulin as a bolus; 6:09 pm 3 units of insulin as a bolus; 7:20 gave 1 unit of insulin as a bolus; 8:16 pm 1.1 units as a bolus; 9:34 pm 1.1units of insulin as a bolus; 10:30 pm .65 units of insulin as a bolus - last one showing. At midnight - bg was about 370, she does not recall the exact amount in pdm, also gave daughter just water. Sunday morning 7:50 am mother removed the old pod and activated a new one at 7:52 am. Next day (B)(6) at about 12 noon she took her to ER hospital at 1:15 pm to have test ran - dehydrated.